Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +22.0d) was explanted from the right eye due to residual astigmatism after 3 light adjustments.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 7644.